Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted simple transvesical prostatectomy surgical procedure, when the surgeon first moved the arm with the prograsp forceps instrument from the surgeon side console (ssc), it exhibited inappropriate movement, leading to its replacement with another instrument. The prograsp forceps instrument had no visible issues upon inspection before the surgery began. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the movements of the surgeon did not scale appropriately to the instrument, as the instrument did not move in the intended direction. There was no shakiness, friction, or patient injury reported. The issue was resolved by using a backup instrument.